Event description:
It was reported that the pt expired. The cause of death and the relationship to the implanted system was unknown. Add'l info has been requested but was not received as of the date of this report. A follow-up report will be sent if add'l info is received.